Event description:
Patient undergoing cystoscopy for removal of calculus after lasering stone. While using the gemini retrieval basket, a portion of the basket broke off from the unit and had to be retrieved from the ureter with a grasper by the surgeon. No harm to patient who was discharged.